Event description:
The user facility reported a scope communication error code e315 [non-target scope connection] during preparation for use. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, scope communication error code e315 was reproduced, and found to be due to corrosion on the endoscope connector. In addition, the scope connector and scope connector cover demonstrated scratches. The adhesive rubber in the bending section was cracked. There was a crack in the light guide lens due to external factors, such as bumping the tip. The bending angulation was insufficient due to stretching of the angle wire. The universal cord had wrinkles, due to external factors. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the e315 scope communication error could not be determined. It is possible that the error was caused by a defect of the image sensor unit, the internal circuit board of the video connector, or the system. Olympus will continue to monitor field performance for this device.